Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for high-risk percutaneous coronary interventions (hrpci) it was reported the patient developed hemolysis during impella support. A s a result, blood products were administered, amount unknown and p-level was lowered. Hemolysis resolved. No further information was provided.